Event description:
Additional information received reported the patient was not getting the pain relief he felt he received during the trial. The leads were repositioned a little higher than before. The patient was doing well.

Manufacturer narrative:
Product ID 3888, lot# v809812, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3888, lot# v900217, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3888, lot# v578028, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3888, lot# v607220, implanted: 2012 (B)(6), explanted, product type: lead, product ID 37752, serial# (B)(4), product type: recharger, product ID 37743, serial# (B)(4), product type: programmer, patient product ID 3708260, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension, product ID 3708260, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: extension (B)(4).

Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient was having a revision on (B)(6) 2012 to move one of the occipital neuralgia stimulation (ons) leads higher on the skull area for better coverage for headache pain. Additional information has been requested, but was not available as of the date of this report.